Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock confirmed cracks present on the sides of the flush port. The cracks compromised the sheaths ability to maintain pressure and contain fluid within the stopcock, rendering the device unusable.

Event description:
It was reported that during preparation for a procedure, a faradrive sheath was selected for use. While on the back table, abnormalities were noted, fluid was observed leaking from the sidearm near the stopcock. The sheath had not yet been used or placed in the patient. The leak was identified during the initial flush, and no devices had been inserted into the sheath at that time. The leak was characterized as a slow leak, and no air was seen in the sheath or in the patient. There was no damage to the luer. No irrigation method was used, as the sheath did not progress beyond the preparation phase. Consequently, the physician decided to replace the sheath, and the issue was resolved. The procedure was completed without any patient complications. The sheath was received for analysis.

Event description:
It was reported that during preparation for a procedure, a faradrive sheath was selected for use. While on the back table, abnormalities were noted, fluid was observed leaking from the sidearm near the stopcock. The sheath had not yet been used or placed in the patient. The leak was identified during the initial flush, and no devices had been inserted into the sheath at that time. The leak was characterized as a slow leak, and no air was seen in the sheath or in the patient. There was no damage to the luer. No irrigation method was used, as the sheath did not progress beyond the preparation phase. Consequently, the physician decided to replace the sheath, and the issue was resolved. The procedure was completed without any patient complications. The sheath was received for analysis and investigation is still in progress.